Event description:
It was reported that the device was tilted and had perforated beyond the inferior vena cava (ivc). On (B)(6) 2005, the patient was implanted with a greenfield filter. On (B)(6) 2009, the patient received an abdominal and pelvic CT scan. The struts of the filter were projected outside the visible lumen of the ivc. On (B)(6) 2011, the patient presented to the emergency room with abdominal pain pertaining to a fall two days prior. The patient received an abdominal and pelvic CT scan. Several of the filter struts were observed to extend beyond the ivc. There was no evidence of bleeding. On (B)(6) 2020, the patient received an abdominal and pelvic CT scan. The ivc filter was noted. The superior tip of the filter was located 3.8 cm inferior from the origin of the left renal vein. The filter was observed to tilt anteriorly, with the distal tip protruding approximately 2-3 mm beyond the anterior wall of the ivc. The inferior aspects of the struts all perforated the ivc wall, the furthest of which extended 4.4 mm beyond the right lateral wall. The anterior right strut extended 3.8 mm beyond the wall. No migration of the components of the filter was noted. No further patient complications were reported.